Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in fill one of treatment. Fluid was notices behind the cassette door. The origin of the leak cannot be identified. Patient had no ill effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation and the device performed as intended with no defects noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling material, and process controls were within specification.